Event description:
It was reported that two (2) unspecified elastomeric devices would not flow; further described as the pumps have not been infusing. The devices were filled with flucloxacillin 4g. This was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, d1, d4, d9, g4, h3, h4, h6 and h10: b5: add the product description: large volume folfusors (previously reported as unspecified elastomeric devices). D1: update brand name from ni d4: update catalogue # and lot # from asku, also UDI # from ni g4: update to 510k# from ni to na h4: the lot was manufactured from july 6, 2022 - july 7, 2022. H10: two (2) actual samples were received for evaluation. The units contained 189 and 225 ml of fluid in their bladder. Unaided visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. After the luer caps were removed, evidence of continuous flow of fluid was observed coming out at the distal luer of each device. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.